Manufacturer narrative:
In lieu of a reported lot number, a ship history was generated for item h965458890 in order to determine the last 3 lots shipped to the reporting hospital in the 6 months prior to the procedure date. The device history records for the identified lots were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. A review of the october 2015 angiodynamics complaint report was reviewed for the bioflo pasv PICC product family and the failure mode "hub broken/cracked." No adverse trend was identified. The hospital only returned the hub with extension tubing for evaluation. An injection cap/needless connector (not supplied by angiodynamics) was also returned. The female luer lock component of the white valve was confirmed to be cracked just adjacent to the molded parting line. The most likely root cause for the crack along the valve parting line is an over-tightened connection with a mating male luer (likely the needleless connector).

Event description:
As reported, an in-dwelling PICC was removed and replaced due to a cracked hub. There was no indication of patient injury or complications. The used device was returned to angiodynamics for evaluation.